Manufacturer narrative:
Updated fields: d10, g2, g4, g7, h2, h3, h6, h10. The valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Patient was having gait disorders with marked decomposition of the gyrus, and it was decided to change the hakim valve for quality failures. Successful postoperative valve change. It was necessary to perform some dome actions resulting from the event.